Event description:
Facility reported a cracked lens. Additional information has been requested.

Manufacturer narrative:
Additional information was requested on 01/17/2008 and 02/04/2008. The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. This report was mailed to FDA on: 02/15/2008.